Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 to have their implantable cardioverter defibrillator prophylactically explanted and replaced, at the physician's discretion. The device was explanted in conjunction with the field safety corrective action associated with the patient's implantable cardioverter defibrillator. There were no patient consequences.